Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available iegms demonstrated the presence of noise on the rv channel which led to shock delivery consistent with the observation reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of 21 months a suspected lead damage resulting in inappropriate shocks was reported. The lead was capped and left in the patient.